Manufacturer narrative:
Insulin pump passed the self test and displacement test. Pump error 63 alarm, variable 3, was confirmed in the formatted history file due to a cold/cracked solder joint found on pin1 & 6 of the ambient light sensor(u1 the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received hardware low level failures alarm. Customer¿s blood glucose level was 5.5 mmol/l at time of incident date. The customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer reported that self-test passed. Troubleshooting was performed. The customer was advised to revert to backup plan. The device will be returned for analysis.